Event description:
A materials mgr reported that dull blades were noted during surgery. There was no harm reported. No pt identifiers were provided.

Manufacturer narrative:
Three opened samples were returned. Eval of the samples showed the following results: the samples were examined using 10x magnification and all were found to have damaged tips and cutting edges. The device history (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company acceptance criteria. Damage to the tip of the blade like that observed can result in perceived dullness and difficulty penetrating as described by the customer. Similarly, damage to the cutting edge of the knife similar to that observed can result in perceived dullness of the knife like that reported by the customer. How or when the blades became damaged cannot be determined. The damage to the returned samples is consistent with damage that can occur when the blade contacts another surface prior to use. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as the damaged tips and cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).